Event description:
The customer obtained a non-reproducible, falsely elevated vitros tropi es result on a single pt sample on a vitros eciq. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The elevated result was not reported. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation was not able to verify vitros tropi es or vitros eciq performance as the customer declined to assist in the investigation. The investigation determined that the customer had not processed the sample in question per the sample collection tube MFR's recommendations. The customer's investigation also determined that the sample had originated from a hospital location where sample collection had been a concern. The vitros tropi es instructions for use, "specimen collection and preparation" section states that "samples should be thoroughly separated from all cellular material. Failure to do so may lead to an erroneous result." The definitive root cause of this event is unk, however, user error in pre-analytical sample collection and processing cannot be ruled out.